Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse noted the insertion axis motor seized, causing the system's patient side manipulator (psm) arm not to locate. The fse replaced the psm arm to resolve the issue. The system was tested and verified as ready for use. The psm was returned to isi for failure analysis (fa). Fa investigation confirmed and reproduced the customer reported complaint, "error 23007 along insertion, axis 3" during power up. Fa noted the root cause was attributed to the axis 3 brake.

Event description:
It was reported that prior to the start (post anesthesia; ports placed) of a da vinci-assisted radical prostatectomy procedure, the system's patient side manipulator (psm) 3 could not be moved. The psm's light emitting diode (led) was white. An intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed in the system logs, an error 22008 on the psm3. The tse guided the caller (nurse) through troubleshooting steps: re-draping the psm, testing the psm with different instrument, power-cycle the system with emergency power off (epo), cleaning the pogo pins, connecting the psm to different cannula, and using new cannula for the psm3. The issue, however, persisted. The caller also indicated that it was not possible to move the carriage manually, even with some force. When the tse suggested to disable the arm and perform the surgery with two (2) instrument arms, the surgeon declined the option and decided to abort the surgery. Isi followed up with the customer and obtained the following additional information: the customer confirmed that the procedure was aborted and stated that it was not possible to proceed with only two (2) working arms. According to the customer, the surgeon felt that it was in the patient's best interest not to undergo an open procedure. On the morning of the procedure, the customer indicated that the system was checked and there was no outside influences that would impede the arm from moving. The customer confirmed there was no injury to the patient.